Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration removal was set too low. Additional information: homechoice and homechoice pro apd systems patient at-home guide. Section 9 "operating instructions - change program" states this warning in table 9-7 on page 9-21 "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." Page 9-22 states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf." If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy during night drain cycle five. The patient's ultrafiltration reading was 1487ml, which indicates that the home patient (hp) drained 1287ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.